Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was unable to communicate with merlin.net. The patient was brought in to clinic and when using the rf antenna, there was no communication between the device and the merlin programmer. The device was then successfully restored and remains implanted. The were no patient consequences.